Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high and low blood glucose. The customer reported that there was a lot spiking up and down. The customer was not confident that they were using the pump correctly. The customer¿s blood glucose was 43mg/dl and corrected it with food. Then later blood glucose was 407mg/dl and corrected with the pump. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.